Manufacturer narrative:
Results: the returned pusher assembly¿s pet lock was broken and was fractured approximately 120.0 cm from its proximal end. Conclusions: evaluation of the returned lantern revealed slight kinks along its length. It is possible these kinks were temporarily more ovalized within patient anatomy. This deformation may have been due to mishandling prior to use. Evaluation of the returned pusher assembly revealed the pet lock was broken, the pusher was fractured, and the embolization coil had detached. The broken pet lock indicates a force was applied on the proximal end of the pusher assembly, typically in attempt to detach the coil. If the pet lock is separated, the pull wire will be able to retract from the distal detachment tip (ddt) effectively detaching the coil. The pusher assembly fracture was likely incidental and post-procedure as it was not mentioned in the complaint. During functional testing, a demonstration ruby coil was able to be advanced entirely through the returned lantern without issue. The root cause of this difficulty advancing and subsequent detachment could not be determined. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00704, 3005168196-2018-00705, 3005168196-2018-00707.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm endoleak (aaa endoleak) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a non-penumbra sheath and support catheter, then advanced a lantern through the catheter. While attempting to advance a ruby coil through the lantern, the physician experienced resistance and subsequently, the coil would not advance. Therefore, the ruby coil was re-sheathed and it was noted that the coil¿s pusher assembly was bent. The physician then decided to remove the lantern and upon removal, it was noticed that the lantern was kinked. A new lantern was then opened and the physician attempted to advance a new ruby coil through the lantern; however, tension and friction was encountered and subsequently, the ruby coil unintentionally detached in the lantern. Therefore, the physician attempted to remove the lantern containing the detached coil; however, while retracting the lantern, the coil came out of the lantern and became stuck inside the support catheter. Therefore, the physician removed the support catheter with the coil and decided to end the procedure at that point. There was no report of an adverse effect to the patient.